Event description:
The technician alleged the brake pedal would come out of brake mode if the bed was moved. No pt impact.

Manufacturer narrative:
The technician found the cause to be the account installing the incorrect brake caster. The technician installed the correct brake caster to resolve the issue.